Manufacturer narrative:
No motor error alarm or a21 alarm noted during testing. Device passed a21 error, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. No loose drive support disk noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that the insulin pump had unexpected restart alarm. Drive support cap was protruded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.